Manufacturer narrative:
Reference manufacturer's report # 3007566237-2018-03314. Concomitant medical products: product ID: 37612, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. During follow-up, impedance greater than 10,000 ohms was measured. The ins was replaced and the impedance decreased to 5,000 ohms. The physician considered that an acceptable level and declined further troubleshooting. It was unknown what external factors may have contributed to the event. No other intervention occurred and the event was considered resolved by the physician. Refer to manufacturer report #3007566237-2018-03314 for details pertaining to the reportable related event.